Event description:
Patient wife stated that on (B)(6) 2019 the patient blood sugar was high. Wife stated that on (B)(6) 2019 at 1:15pm the reading was 455. On (B)(6) 2019 at 5:00pm the reading was 398. On (B)(6) 2019 at 8:00pm the reading was 416. On (B)(6) 2019 at 11:00pm the reading was 436. Wife stated that on (B)(6) 2019 the patient was experiencing high blood sugar reading at 7:30am. Pam stated that the patient blood sugar was 426. The patient was having a bad headache. Wife stated that the patient normal blood sugar range is around 200. Wife stated that the reason why the patient was experiencing high blood sugar readings is because the needle button did not stay locked in place. The patient discard his vgo device after 24 hours.